Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels all night. She needed assistance putting the insulin pump back on. Customer's blood glucose level was 600 mg/dl. The customer treated her blood glucose level with an injection of 11 units prior to calling the help line. The customer needed to go to the emergency room. The device was not returned.